Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found that the proximal portion of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The crimped stent was found to have moved distally on the balloon towards the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the hypotube shaft. A visual and tactile examination found no issues with the profile of the device shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-oct-2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 40mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter right coronary artery. A 3.00x38mm promus element ¿ long stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent movement on balloon and stent damage.